Manufacturer narrative:
Unit was received with normal operating currents. Also passed self test, restart error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime during prime test due to faulty system resistor. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer indicated vis phone call of wanting a new pump and will return the old pump. No further details given.